Manufacturer narrative:
The clinical application specialist (cas) provided feedback on the event. This surgery was listed to have good flap bed quality at the end of the case. It was determined that there are certain surgical variable that may or may not have contributed to the reported event. First (1) is the hinge location, the second (2) is the locale of speculum, and finally third (3) is allowing the flap to be available to the open-air environment. The cas has since coached the surgeon to avoid these surgical variables to control surgical outcomes. There has been no additional reports since these surgical controls have been implemented per the cas. The cas also provided feedback which states that the surgical cases are continuing to be followed with this surgeon, to ensure the agreed upon "new process for flap locale and care" is kept. Additionally, the cas has confirmed that the sterilization staff has changed their process to include 'flash autoclaving.' The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical technique, which is a non-product related factor. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with central toxic keratopathy of the left eye following lasik treatment. The patient returned for their final follow up and visual acuity was good.